Event description:
Isodose distribution is shifted when the grid size is changed and electron beams are used or when grid size is changed and electron and photon beams are used in combination. Iosdose distribution is not shifter when the grid is changed and photon beams alone are used. The problem only occurs is the following sequence is used: (1) setup beams either electron or electron plus photon, (2) calculate all panes and 3) change the grid size.